Event description:
Boston scientific received information that noise occurred on this right ventricular lead leading to oversensing and pacing inhibition. The patient was also noted to have increased threshold levels. The patient is pacer dependent and two seconds or more of asystole may have occurred due to the inhibition, however, this could not be confirmed as the presenting electrocardiogram was very erratic. The lead was surgically abandoned and replaced with no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.